Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar product were tested in order to duplicate a similar break. More than 5lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
The feeding tube was placed on (B)(6) 2012. The physician felt there was something strange with the feeding tube upon removal and using the endoscope found the bolus tip separated from the tube and had remained in the patient's stomach. The bolus tip was successfully retrieved from the patient's stomach.